Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of break in aseptic technique and peritonitis with culture positive for acid-fast bacillus (afb) in a patient, coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred; described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. The patient was treated with fortum (1g per bag, ip) and vancomycin (1gm per bag, ip). The peritonitis was resolving, but the patient remained hospitalized. Dianeal therapies were ongoing. It was not reported if the patient was retrained in aseptic technique; therefore, the outcome for the event of break in aseptic technique was unknown. Concomitant medications were not reported. The nurse stated that the peritonitis was related to the dianeal solutions. A causality statement was not provided for the event of break in aseptic technique in relation to the pd therapy.